Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "during a case yesterday afternoon, we ran into an issue when k-wires would not fit through the cutting guide shown in the images attached. The surgeon grew more frustrated and used two k-wires trying to get through the guide. The hospital had a spare kit on the shelf which we had to open to complete the operation. Case type: ortholoc crosscheck mtp fusion."